Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small wherein the hemostatic valve broke. It was initially reported that the ¿hub cracked¿ on the catheter handle. However, additional information received on (B)(6) 2019 clarified that the hemostatic valve (gasket) had broken into pieces and become detached from the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small. There was no patient consequence. Device evaluation details: the device evaluation has been completed. The device was inspected and the brim cap (also known as the hub cap) was found broken and the hemostatic valve with the friction ring were observed dislodged (detached). A manufacturing record evaluation was performed and no internal actions related to the reported complaint were identified. The customer complaint was confirmed. The root cause of the damage on the hub cap cannot be determined, however, an internal corrective action has been opened to investigate the issue. Manufacturer¿s ref # (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. A manufacturing record evaluation was performed for the finished device 00001066 number, and no non-conformances were found during the review. Manufacturer's ref. (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small wherein the hemostatic valve broke. It was initially reported that the ¿hub cracked¿ on the catheter handle. However, additional information received on 2/27/2019 clarified that the hemostatic valve (gasket) had broken into pieces and become detached from the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small. The customer also informed that there was no excessive bleeding as a result of the damage. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small was not replaced and the case was continued and completed successfully. There was no patient consequence. The issue of hemostatic valve separation/breaking has been assessed as an MDR reportable malfunction. On 3/8/2019, the complaint product was returned to biosense webster inc.¿s (bwi) product analysis lab (pal) for evaluation. Initial visual analysis identified the ¿broken hub¿. The returned condition has been assessed as the brim cap broken off and the hemostatic valve with the friction ring dislodged. The pal findings support the MDR reportable malfunction assessment.